Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What measures were taken to retrieve the broken piece? Were x-rays taken to locate the needle piece(s)? At what location was the needle found? Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? What is the lot number of the suture?

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2018 and suture was used. During use, the needle came off from the thread and embedded in the wound. The surgeon was able to locate and extract the entire suture. No danger to patient. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/14/2019 . Additional information requested and the following was obtained: what measures were taken to retrieve the broken piece? Physicians were able to retrieve the needle as soon as it happened. Were x-rays taken to locate the needle piece(s)? N/a. At what location was the needle found? Unknown. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Not needed. What is the lot number of the suture, the one you reported is not a valid number. D7c0350fzx (invalid). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.